Event description:
A healthcare professional reported that the irrigation/aspiration (I/a) handpiece occluded during surgery. The handpiece was exchanged to complete the surgery. After the surgery, the surgeon tried the handpiece again but was still occluded. The handpiece did not give any failure on the system. The pt impact is unk. Add'l info has been requested but not received to date. This is one of three medical device reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).